Manufacturer narrative:
It was reported that the end user experienced a fall as he reached forward, while sitting in the rollator, to retrieve a cup from his microwave. According to the end user, the left rear wheel of the device broke off and he fell backwards onto his kitchen floor. The end user was taken to a local hospital's emergency department (ed) by paramedics. While in the ed, the end user received unidentified x-rays and no acute findings were reported to the manufacturer. Reportedly, when the end user fell, the cup he was holding on to landed on his mouth and he experienced a broken tooth. He was discharged home from the ed and is receiving follow-up monitoring from his primary care physician. No medical treatments have been reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported product issue could not be determined. Due to the reported break in the end user's tooth, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end user experienced a fall and a broken tooth.